Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radicular pain syndrome (radiculopathies). Information was reported that a patient said their ins have been at the same settings for the past 7 years. The patient said they had settings at a comfortable level. The patient said the ins is dead. It was attempted several times to clarify how the patient knows their ins is dead. The patient said he tried to charge the ins and the ins recharger won't charge the ins. Patient said he is unable to increase stimulation. This is the patient's second ins. The patient also said, he is "not stupid" and knows how to work the equipment. The patient said he knows the ins is dead because of the issues stated above. The patient also reported their pain is getting worse. Toes and feet are numb, leg, calves are killing the patient. The patient stated the past 3 years the pain is getting worse and the patient has problems going up the stairs. The patient also stated it feels like he's walking on glass. No further complications were reported. No additional patient symptoms were reported.